Event description:
The hcp reported the pt was experiencing lethargy and bed edema, though the patient now complains of forgetting the bad edema. The hcp decreased her intrathecal dose of morphine from 2.1mg/day to 1.5mg/day. He also decreased her neurontin to once a day dosing. The hcp reported the pt outcome as "has not returned".